Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. The device was unable to fire. The surgeon could press the green firing button but could not squeeze the handle. The case was completed using a new reload. The status of the patient is unknown.